Manufacturer narrative:
The reported event of under sensing was not confirmed. As received, a complete lead was returned in one piece. The helix was extended/bent and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that inappropriate high voltage therapy was noted due to oversensing of noise on the right ventricle (rv) lead and undersensing on the right atrial (ra) lead. The rv lead and ra lead were explanted. The rv lead was replaced. The patient was in stable condition.